Manufacturer narrative:
Awaiting the return of the device for root cause evaluation, remediation determination and implementation. A follow-up MDR will be filed.

Event description:
Fairly early in the case. Prior to anchor placement. They tried to adjust internal/external rotation several times. The riveted screw on the boom fell out and into the sterile field. There was no known injury/adverse event to the patient due to this incident.